Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 octrode lead kit, 90cm length; however, it is unknown which octrode lead kit, 90cm length, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode lead kit, 90cm length, model: 3189ans, UDI: (B)(4), serial: (B)(6), batch: 7868368. The allegation is against 1 of 2 octrode lead kit, 60cm length; however, it is unknown which octrode lead kit, 60cm length, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode lead kit, 60cm length, model: 3186ans, UDI: (B)(4), serial: (B)(6), batch: a000090505.

Event description:
It was reported the patient is experiencing pain in their shoulder blade and ineffective stimulation due to both leads migrating. Surgical intervention may take place at a later date. Note: it is unknown which leads are related to this issue.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.